Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported migration or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported migration is related to challenging patient anatomy (flail). The reported poor imaging is related to anatomical conditions, per case details. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a second mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, a prolapsed posterior mitral leaflet (pml) and a pre-existing flail. A mitraclip xtw was inserted and deployed on the mitral valve. However, difficulties with imaging occurred, and post deployment, the clip partially detached from the posterior leaflet and remained fully attached to the anterior leaflet (partial clip movement). No additional clips were implanted, and the mr was reduced to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.